Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump was not linking to the meter. Blood glucose level at the time of the incident was 471 mg/dl. Caller stated that the customer's blood glucose levels have been from 200 to 400 mg/dl recently. The insulin pump was not replaced or returned for analysis.